Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the luer port on top of the reservoir was broken. There was no pt involvement as this occurred during setup. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems did not receive the actual device; however, an investigation was conducted on a retention sample (3cxsxrx, lot pm15) and no issues were noted, thus the complaint was not confirmed. Because the units are 100% leak tested, 100% vision inspected, and 100% checked by a vision system for the presence of all caps, terumo concluded that it is highly likely that the actual device was damaged post manufacturing. (B)(4).